Manufacturer narrative:
For one of the pending events, the patient sample was provided for investigation where it was determined the sample contained macro-tsh. Per product labeling: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh." There were no follow up actions for this event.

Manufacturer narrative:
For 2 of the events, the investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. For 4 of the events, the investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events. Erroneous high elecsys tsh assay results were generated by 4 cobas 8000 e 602 module analyzers, 2 cobas 6000 e 601 modules, and 3 cobas 8000 e 801 module analyzers. The events involved a total of 5 patients. The known patients' ages ranged from 26 to 84 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were known to be 1 female and 2 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.